Manufacturer narrative:
(B)(4). G2. Report source: canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that during an initial hip procedure, the tip of the reamer broke off inside the patient during routine cm nail. No harm was reported. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d9, g3, g6, h2, h3, h6, h11. The lag screw reamer was returned for investigation. The rear end and the shaft of show signs of normal usage and are overall inconspicuous. The cutting edges of the instrument are damaged, and the tip of the reamer is fractured off; the fragments were not returned. A review of the device manufacturing records confirmed no abnormalities or deviations. Surgical technique recommends to "assemble the lag screw trocar into the lag screw cannula and pass through the correct hole in the targeting guide for the chosen ccd angle" and suggest "hole indicators can be placed in static (st) and dynamic (dy) holes of the targeting guide and in holes for ccd angles that will not be used to avoid the occidental use of those holes during the surgery". Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Based on the analysis of the returned instrument, a fracture of the tip ca be confirmed. The fractured fragments of the lag screw reamer were not returned. The review of the surgical technique suggests that using the wrong ccd angle during assembly of the lag screw reamer on the targeting guide could potentially lead to an impingement of the tip of the lag screw on the nail, which might contribute to the fracture of the reamer. However, with the available information, it is impossible to reproduce the reported event, and a definitive root cause cannot be established. As per iso 10993-1, the instrument involved is classified as an externally communicating medical device with limited (< 24 hours) contact with bones and tissue. Instructions for use states that ¿any decision to leave or remove broken instruments (e.g., drill fragments) is left to the surgeon¿s ultimate discretion and must take into account the associated risks¿. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.